Event description:
Discordant, falsely low calcium concentrated (ca_c), albumin concentrated (alb_c), alkaline phosphatase concentrated (alpa_c), carbon dioxide (co2), creatinine concentrated (cre_2c), magnesium concentrated (mg_c), inorganic phosphorus concentrated (ip_c), total protein ii concentrated (tp_c) and urea nitrogen concentrated (un_c) results were obtained on one patient sample on an advia 1800 instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated a few hours later on an alternate advia 1800 instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely low ca_c, alb_c, alpa_c, co2, cre_2c, mg_c, ip_c, tp_c, un_c results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse completed a total service call. The cse did not find an instrument malfunction. Quality controls were within range on the day of event. The cause of the discordant, falsely low ca_c, alb_c, alpa_c, co2, cre_2c, mg_c, ip_c, tp_c, un_c results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.